Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issue to be the control board.

Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.